Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted dried body fluid through the entire lead lumen. The conductor coils were found to be deformed, most likely caused from a grabbing tool. Analysis was unable to confirm the reported clinical observation.

Event description:
Boston scientific received information that the patient had been experiencing some diaphragmatic stimulation following some physical work with lifting. The patient was seen in clinic where an chest x-ray was performed and showed the lead had become dislodged from the coronary sinus (cs). A lead revision was performed to replace the lead. There were no adverse patient effects.

Manufacturer narrative:
The explanted lead will be returned for analysis. Once analysis has been completed this report will be updated.